Event description:
It was reported that the patient had undergone an x-ray study (date not reported) and "the pump wasn't working". The patient was not receiving therapy. No patient symptoms were reported. During pump replacement surgery, the catheter was aspirated and cerebral spinal fluid was noted; however, the hcp elected to also replace the catheter. The patient recovered without sequela. The pump was programmed to deliver compounded baclofen, morphine, and clonidine (daily dose not reported). The postoperative dose of medication was "cut in half". Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.